Event description:
It was reported that during a ptca/stent procedure that the stent separated from the stent delivery system. The stent delivery system would not cross and was removed into the guiding catheter, contrary to IFU. The stent was noted to be missing upon external inspection. The stent was believed to be separated in the coronary by the operator. There was no surgical invervention due to renal insufficiency.